Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving effective stimulation. A sjm representative was unable to resolve the issue with multiple reprogramming. Subsequently, the pt is taking neurontin for his pain and is working with the physician to determine the next course of action.